Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: it was reported that performance fixation feature breakage intra-op. It was received for analysis an opened labeled winding former with a reparked needle-suture combination of product code: sxpp1a300. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was examined along of the strand and no defects were noted on the barbs, only body fluids were noted, and the fixation tab was broken of the two sides appears to be use of a surgical instrument. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records could not be reviewed as the batch number is unknown. It could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and the barbed suture was used. The fixation tab of the barbed suture came off the barbed suture during use. There were no patient consequences reported.